Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Review meter memory: (meter time and date is not set): 220mg/dl (B)(6) 2015 08:44:00 pm fasting:yes; 253mg/dl (B)(6) 2015 08:24:00 pm fasting:yes; 125mg/dl (B)(6) 2015 10:55:00 pm fasting:yes; 156mg/dl (B)(6) 2015 10:20:00 pm fasting:yes; 171mg/dl (B)(6) 2015 07:34:00 pm fasting:yes. Customers concern: with 220mg/dl (B)(6) 2015 1:30pm. Customer is comparing the meter with his doctor's meter. He stated that the meter is reading 72 points different form his doctor's meter. He ran a blood glucose test today at 1:30pm at the doctor's office and he got 220mg/dl and the doctors meter read 260mg/dl. Customer stated his normal range 100-165mg/dl. He opened strips on (B)(6) 2015 and stores strips in living room. He ran back to back test - 163mg/dl and 171mg/dl.